Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 1037007-2020-00022. The customer returned a mdcons - multidebrider power console and reported "during endoscopic sinus surgery, water was stopped during treatment with the device. The pump did not move even if the water supply was pressed." During physical evaluation, olympus inspector confirmed the water supply function by operating the handpiece blade. The reported failure could not be replicated. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Because the user reported failure could not be replicated, a probable root cause cannot be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 1037007-2020-00022. The referenced device was evaluated and was found to have had normal wear and tear from the user, of dents and scratches to the housing but the reported "during endoscopic sinus surgery, water was stopped during treatment with the device. The pump did not move even if the water supply was pressed" could not be duplicated as the device functioned appropriately. Additionally, the referenced device was originally manufactured on september 25, 2018 and was noted to be within specification per the diego elite console inspection procedure. Due to device having passed all functional tests, having no visual abnormalities, evidence of device being inspected by manufacturing prior to being shipped to the customer by the device history record evaluation, it is unlikely the device left the manufacturer site damaged. Therefore, the damages incurred may have been as result of transportation or use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to the service center (omsc) for evaluation. The water supply function was evaluated by operating the handpiece blade owned by our company for 10 minutes or more, it worked properly and the user report could not be reproduced. The visual inspection was performed and there were no abnormalities. The cause of the reported event could not be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center (omsc) was informed that during an endoscopic sinus surgery, the water supply stopped during treatment when using the multidebrider power console as the pump did not move even when the water supply button was pressed. The procedure was completed using a different device (instaclear) to send water. There was no patient injury reported.